Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx pericardial mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years, three (3) months due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.